Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the manufacture and expiration dates are unknown. However, it was reported that the device was used not past its expiry date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 05, 2021 that a wallflex biliary rx fully covered rmv stent was to be implanted in the common bile duct to treat a malignant cholangiocarcinoma during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the physician attempted to recapture and reposition the stent, but he was unsuccessful. The physician fully deployed the stent in an incorrect location blocking one of th hepatic ducts and retrieved the stent with a rat tooth forceps. Reportedly, the stent was difficult to remove. Another wallflex biliary stent was implanted to complete the procedure. There were no patient complications reported as a result of this event.